Event description:
It was reported that high defibrillation impedance was noted on the right ventricle (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the implantable cardioverter defibrillator (ICD) system was replaced with an subcutaneous ICD system. The rv lead remains implanted and inactive. The patient was in stable condition.